Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 5mm imprecision was observed when touching the spinous process where the patient tracker was placed. The probe was then placed on the screw of the spinous process clamp and a 2mm posterior and 5mm deep imprecision was observed. All instruments were reported to have the same imprecision. It was reported that the imprecision carried across all vertebrae and pedicles in the surgical area. A second image acquisition was performed and accuracy was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.